Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs showed sau_powermod1 communication errors. Device analysis: pbm corrosion was identified on the top side of the pbm. Fcn 71 had been implemented to address other pbm boards manufactured between march and november 2013 that do not yet show signs of damage due to leaking capacitors. Pbm super cap is a pattern failure mode and usually occurs with pbms that have a sn between (B)(6) (inclusive). This pbms sn was (B)(6) which was outside of the date range. Per the results of the clinical review and investigation, the root cause was determined to be due to a corroded pbm (super caps leak). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) the hospital biomed received the console with a note stating that there was a console malfunction on power up. There was no further information provided from the clinical staff. There was no report of patient harm or injury.